Event description:
Reporter alleged blood glucose measured 28 mg/dl at 1:21 pm back to back with a result of 72 mg/dl performed at 1:26 mg/dl along with another result 39 mg/dl performed at 39 mg/dl at 1:35 pm. As a result of the comparisons, no actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.